Manufacturer narrative:
Submit date: 05/15/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that prior to use, the plastic syringe was cracked and vaccine was leaking, the vaccine dose was wasted.

Manufacturer narrative:
The following is offered in response to your recent complaint submission: an investigation of the reported condition was performed. There was one (opened, used) sample submitted with this complaint. A visual inspection of the sample revealed a crack approximately 1 inch long on the barrel. The reported condition is confirmed. The device history record (DHR) for lot 325981x indicates no defects were found in 572 visual and 802 physical samples inspected from the lot. The exact root cause of the reported condition could not be determined based on the available information. A 6m analysis was completed, but the information available was insufficient to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the product is inspected for damage. The lot met all defined acceptance requirements and was released. Corrective/preventive actions: no corrective action is required for this complaint because the exact root cause could not be determined based on the information available and there was no indication of a systemic issue with the process. If information is provided in the future, a supplemental report will be issued.